Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 curved tip stapler instrument was analyzed, and the findings did not replicate or confirm the customer reported event. . The instrument was placed and driven on an in-house system: the instrument passed the recognition, engagement and initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the clamping test. The instrument passed the compression test. The instrument passed the firing test. The logs showed multiple 22020 engagement errors, but due to not available engagement logs, the exact instrument could not be identified. Additional unrelated observation not reported by site: the instrument was found to have the wrist cover torn at its proximal end. Detached fragments were observed. A piece(s) measuring proximately 1.0 mm x 1.0 mm was not returned with the instrument. The probable root cause of the torn wrist cover was attributed to the user. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 curved tip stapler instrument had an unspecified issue. The device was not used on the patient. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the connection between the stapler and the robot was impossible, as the stapler was not recognized.